Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon attempted to insert the femoral component, it was at about 6 minutes of cement time but the surgeon felt that the cement was setting too fast. They aborted the cement re-mix and opened a new femur. The room was warm, however the cement did set too fast which caused the failure in implanting the femoral component. Doe: (B)(6) 2020 left knee.

Event description:
The event happened during primary surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.